Manufacturer narrative:
The patient died while being monitored by the central nurse's station (cns). He had a pace maker and the pacing mark was off. The doctor had a magnet over the pace maker. The cns did not alarm, but displayed a y complex at 14:17, and the patient was not breathing when the nurse entered the room. The patient (a do not resuscitate [dnr]) was pronounced by the doctor at 14:27. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The patient died while being monitored by the central nurse's station (cns). He had a pace maker and the pacing mark was off. The doctor had a magnet over the pace maker. The cns did not alarm, but displayed a y complex at 14:17, and the patient was not breathing when the nurse entered the room. The patient (a do not resuscitate [dnr]) was pronounced by the doctor at 14:27.

Manufacturer narrative:
Manufacturer narrative: the patient died while being monitored by the central nurse's station (cns). He had a pace maker and the pacing mark was off. The doctor had a magnet over the pace maker. The cns did not alarm, but displayed a y complex at 14:17, and the patient was not breathing when the nurse entered the room. The patient (a do not resuscitate [dnr]) was pronounced by the doctor at 14:27. Given the wide nature of the rhythm and rate observed in the alarm analysis, the rhythm did not meet any criteria for the programmed alarms and therefore no alarm was indicated at the cns (central nurse's station). Based on our investigation results we have determined that there was no device malfunction and the device was functioning as expected. At the time of the specified event, the patients' resulting rhythm did not meet the criterion for detection of any programmed arrhythmia alarms. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.